Event description:
Recently diagnosed with non-hodgkins lymphoma and have had silicone breast implants for over 33 yrs. I cannot provide you with info on the manufacturer, brand name, etc., because the dr is no longer practicing and located in the same area.